Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that her parent were hospitalized due to high blood glucose on (B)(6) 2019. The customer's blood glucose level was 500 mg/dl at the time of the incident. Customer was treated with insulin pump and manual injection. Customer stated that there was no air bubble and leak. Customer was alleging insulin pump for under delivering. Drive support cap was normal. The insulin pump will be returned and the reservoir will not be returned for analysis.